Event description:
Further information was received which indicated the device is slated to be electively replaced and is currently able to provide 24 hours of therapy.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing recharge burden and ipg was unable to provide 24 hors of therapy.